Event description:
Customer reports via e-mail. "Over the weekend, the table refused to move, there was no power to the unit." Potential risk for injury.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer investigated problem and found the table had no 24 volt output. Fse traced problem to a j-plug connector loose on the power distribution panel. Reseated connector and tie wrapped cables to prevent stress on j-plug. Verified operation per hut IV installation and service manual. Returned to full service by the customer.